Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product serial number provided was not valid.

Event description:
During an in-clinic follow-up, noise that resulted in over-sensing, increased pacing impedance, and decreased sensing variation were detected on the right ventricular (rv) lead. The suspected cause of the event was due to a lead fracture, although not confirmed. The lead was capped and replaced to resolve the event. The patient was stable.